Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left common femoral artery. The 6.5x60 mm supera self expanding stent system (sess) deployed the stent with friction noted in the last third of the stent. The stent was noted to be elongated to 10 cm and in the sheath. The physician attempted to pull the stent outside the sheath but that failed. Then it was attempted to pull the sheath out with the stent; however by doing this, the tip separated and fell into the vessel. The tip was attempted to be snared but was not successful. Forceps were used to recover the tip, however, this caused damage to the vessel and a stent was placed. The supera stent was pushed to the aorta and parked there until the next day when vascular surgeons were able to retrieve the stent. There was a clinically significant delay in the procedure and hospitalization was extended. The patient is fine now. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the anatomy and/or other devices resulted in the noted device damages (smashed/pinched/stretched tip jacket, stretched/twisted/stretched inner member, kinked inner member) thus compromising the device such that during deployment the ratchet was unable to properly engage the stent; thus resulting in the reported activation/deployment failure and the reported stretched stent. Manipulation of the device ultimately resulted in the reported material separation. The treatments appear to be related to the operational context of the procedure as attempts to retrieve the stent were unsuccessful and ultimately the supera stent was pushed to the aorta until the next day when vascular surgeons were able to retrieve the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.